Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint code are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ breastfeeding difficulties: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported that breastfeeding stopped due to side unspecified "not enough milk production." Healthcare professional later reported right side rupture. The device has been explanted and replaced.

Event description:
Patient reported that breastfeeding stopped due to side unspecified "not enough milk production." Late, healthcare professional reported rupture. The device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.

Event description:
Patient reported, that breastfeeding stopped, due to side unspecified "not enough milk production". Later, healthcare professional reported, rupture. The device remains implanted. This record is for the right side.

Manufacturer narrative:
Asr/psr date submitted: 04/23/2013. The event of breastfeeding difficulties is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: breastfeeding difficulties. Additional, changed, and/or corrected data: a.4. H.6.